Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire that occurred on (B)(6) 2015. Patient's mother stated that upon removal of the sensor pod, the patient experienced pain and the sensor wire remained in his skin. Patient's mother took the patient to the doctor and an x-ray confirmed that the sensor wire was within his skin. Doctor stated that the sensor wire needs to be surgically removed and the patient would have to undergo sedation. On (B)(6) 2015, patient's mother called dexcom to report that pediatric surgery had been scheduled for (B)(6) 2015. At the time of contact, the patient's mother did not report any further event information.

Manufacturer narrative:
(B)(4).